Event description:
Allegedly revised.

Manufacturer narrative:
Investigation is not complete. Attempts are being made to have products returned. Additional information trends will be evaluated. This report will be amended when the investigation is complete. This event occurred in another country.